Manufacturer narrative:
It was later clarified by the customer in a response to a request for additional information received 20oct2017 that the dilator was not in place when this event occurred. A wire guide was present in the lumen of the sheath; the hub came off while attempting to use a balloon catheter. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One flexor raabe guiding sheath was returned for investigation. The check-flo proximal fitting was separated from the shaft of the sheath. The flare was found to be collapsed (flare tubing was folded outward). No other notable damage was observed on the sheath tubing. The flare was then uncurled for further examination and passed through the flare gauge. The flare was able to pass through both the large (should pass) and small (should not pass) lumen of the gauge; however, as the device was returned in a damaged condition, there is no evidence to suggest that the flare was not manufactured to specification. The inner diameter of the connector cap was measured, and met specification limits. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. The flare size is verified with the help of a flare gauge. It is then confirmed that the correct sheath connecting cap is used and that flare is caught securely in cap assembly by gently tugging and twisting the sheath at the proximal fittings. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
It was reported that during a contralateral intervention of the superficial femoral artery (side unspecified), the sheath was placed in the common femoral artery when the white hub came off of the blue portion of the sheath. This required an exchange of the sheath. There was no elongation or coils in the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Further information has been requested, but is not currently available.